Event description:
IV start completed with above 20 gauge. IV catheter. As safety needle withdrawn from catheter. If appeared to be stuck in hub. Required extra force to remove needle from hub. Reported by admission nurse, rn. IV site pt and functional post needle removal. No harm.